Manufacturer narrative:
(Eval results and conclusions) - (other): the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Note the indicated importer has received FDA exemption number to submit one FDA form 3500a to satisfy both the importer (803.42) and MFR (803.52) for the same event.